Event description:
The info available states that the expiratory valve doesn't work. The ventilator was not connected to a pt at the time.

Manufacturer narrative:
Maquet critical care ab provides product failure investigation, analysis, and resolution for the device described in this report.